Manufacturer narrative:
The approximate age of the device is 1 year and 5 months. The device is expected to be returned for evaluation. It has not yet been received. Additional information was requested; however specific details regarding the event were not provided. The patient had a known suspected internal driveline issue and used an ungrounded patient cable when connected to the power module (previously reported under medwatch MFR# 2916596-2015-00486). No current device issues were mentioned with the reported stroke. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
A correlation between the device and the reported event could not be determined, and no device-related issues were discovered during the evaluation. The device was returned assembled with the driveline returned intact. The sealed inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump¿s inlet port. The sealed outflow conduit (outflow elbow, outflow graft, outflow graft bend relief, and outflow graft bend relief collar) was returned attached to the pump¿s outlet port. Visual examination of the sealed outflow conduit and sealed inflow conduit revealed no evidence of thrombus formations or depositions. Evaluation of the device upon disassembly revealed no evidence of thrombus formations or depositions. The pump bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed that would have contributed to a functional issue. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. A review of device history records showed no deviations from manufacturing or qa specifications. No further information is available. The manufacturer is closing its file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 1 year and 5 months post-implant, it was reported that the patient expired and the reported cause of death was stroke.